Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not plugged in properly. No battery out limit alarm or failed battery test alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 277 mg/dl. The customer reported a blank display on the insulin pump. The customer also reported a battery out limit and failed battery test alarm on the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.